Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beep tones after having been implanted for seven months. Upon interrogation, the ICD was found to be at end of life (eol). Additional information was received that this ICD exhibited an extended charge time.